Manufacturer narrative:
Sections with additional information as of 26-jun-2020: h6: updated FDA's method, result, and conclusion codes h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with test results from back to back test results of 100, 164 and 180 mg/dl. The customer¿s expected fasting blood glucose test result range is 115- 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 06/17/2021/ the test strips were opened for more than four months and are expired. Customer had another vial of test strips that had been stored and handled correctly (same lot number). During the call, a back to back blood test was performed by the customer fasting and produced test results of 112 mg/dl and 113 mg/dl using truemetrix air meter. The meter memory was reviewed for previous test result history: (B)(6).